Event description:
It was later reported that the metal portion of the mapping catheter was kinked and the ring of the mapping catheter appeared deformed and stretched.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was inserted and advanced into the right inferior pulmonary vein (ripv). Treatment was carried out and after deflation, there was resistance when trying to pull the mapping catheter and it seemed like it was stuck. The balloon catheter advanced and the direction changed to resolve the issue. It was then noted that there was a deformity in the ring shape of the mapping catheter. The mapping catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.